Event description:
This literature case was received on 7 april-2014 from a physician and concerned a (B)(6) year old female patient. The pt had no relevant medical history. Concomitant medications were not reported. On an unk date, the patient was administered with an injection of hyaluronic acid filler into the labial artery for an unk indication. It was reported, however, that the filler was accidentally administered intraarterial. Approx 12 hours after, the pt presented with severe pain and extreme tenderness of the area; she would not allow examination until after administration of a local nerve block. Following anesthesia, examination showed extremely slow capillary refill after digital compression, interpreted as arterial insufficiency. The physician promptly treated the patient with hyaluronidase (hyal injections into the ischemic regions, followed by massage. The pt made a complete recovery without scarry. Delorenzi c. Complications of injectable fillers, part 2 vascular complications. Aesthet surg j. 2014 apr 1.